Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using a vh-3000, the pt experienced a sudden hemodynamic collapse. The surgeon suspected a co2 air embolism. The pt was immediately placed on cardiopulmonary bypass. The surgeon went on-pump to stabilize the pt and complete the case. The hospital was able to close the patient's chest and after the chest was closed, the pt was extubated without any gross neurological issues. A medical review of this incident was completed and indicated no malfunction of the device was identified which could have contributed to this pt outcome.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed, because the lot number was not provided by the hospital.